Manufacturer narrative:
It was reported that the ventilator had an abnormal noise. The air gas module was found defective and replaced. No service was requested by the user facility who hired a third party to perform the repair. No device logs were received and no the defective part was not returned for further investigation. The root cause for the defective air gas module could not be determined. H3 other text : 4111.

Event description:
It was reported that the ventilator had an abnormal noise. No patient harm was reported. Manufacturer's ref.#:(B)(4).